Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a touchscreen that was not working consistently. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had a touchscreen that was not working consistently. The customer reported that the lower left corn of the touchscreen was not working. A calibration was performed, but the issue was not resolved. During troubleshooting, the customer went into diagnostic mode and found that the left corner was not responding to touch. The rse recommended that the touchscreen be replaced and provided the customer with the part number for a replacement touchscreen.